Event description:
It was reported an angio-seal was deployed post diagnostic cardiac catheterization. Pre-depolyment angiograms were obtained. The pt experienced extreme pain during deployment. Hemostasis was achieved and the pt was discharged. During the evening the pt experienced pain when walking and felt a popping sensation with extreme pain. The pt presented to the emergency room with a 2cm by 2cm bruise and slight swelling in the groin at the puncture site. An ultrasound was attempted; however, the pt couldn't tolerate the pressure applied to the site. A CT scan revealed a small retroperitoneal bleeding episode and the pt was discharged later the same day. The pre-deployment angiogram documented the puncture to be high stick.